Manufacturer narrative:
During preventive maintenance on (B)(6) 2021, the autopulse platform (sn (B)(4)) failed during functional testing due to fault 16 (timeout moving to take-up position) error message. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. During functional testing, the platform stopped after performing compressions and displayed fault 16 due to a defective drivetrain motor. The drivetrain motor needs to be replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
On (B)(6) 2021, during preventive maintenance, the autopulse platform (sn (B)(4)) failed during functional testing due to fault 16 (timeout moving to take-up position) error message. No patient involvement.